Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor arm anomaly and a software error detection. No further details were given. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump error 4 and 53 were found in the pump history due to a software error. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.